Manufacturer narrative:
(B)(4): physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and determined the cause of the reported failure to be a spread open device connector, socket one.

Event description:
During a routine device inspection, physio-control observed that the device would intermittently fail to detect the therapy cable connection. There was no pt use associated with the event.